Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) lead warning displayed with low impedances. Fluoroscopy showed that the lead pulled back and the svc coil was touching the suture sleeve in the pocket. Svc coil damage was noticed as well. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: d284vrc, implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. Svc and active can defibrillation impedance rises from an approximate baseline of 50 ohms to less than or equal to 15 ohms on (B)(6) 2013 and (B)(6) 2013. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of (B)(4) ventricular sic occurred since (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.